Manufacturer narrative:
(B) (4).

Event description:
It was reported that the catheter was replaced; the reason for replacement was not provided. When the pt went to get his bandage removed, they saw a lump. The lump was on his spinal cord and was "4x4", "the size of an apple". It was noted that it contained fluid. Per the reporter, the pt was instructed to "keep an eye on it and use hot compress". The pt was seen by another physician and was told that it had to be drained right away. It was later reported that the pt had a "persistent csf hygroma". The device sys was used to deliver baclofen. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.